Event description:
A caller reported an issue with a pump's touchscreen, which was unresponsive and did not respond to input. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, and the caller successfully reset it, regaining interaction with the screen.